Event description:
Pt arrived for regularly scheduled hemodialysis treatment. Pre-treatment vital signs: pre-weight of 66.9 kg compared to an estimated dry weight of 58.0 kg sitting blood pressure 147/84 pulse 94 respirations 18 temperature 98.7 hemodialysis treatment initiated at 1233, at 1235 blood pressure 141/76 pulse 92 blood flow rate 350 ml/min, dialysate flow rate 800 ml/min ultrafiltration rate 1290 ml/hr. Approximately 1240-1250 small amount of air visible in venous chamber. Staff traced extracorporeal circuit and noticed blood pump segment of tubing had small cut in lines. Blood not returned and new extracorporeal circuit set up. Patient was moved to a new chair and new machine with new extracorporeal circuit. Resumed treatment at approximately 1305 with blood flow rate at 400 ml/min, dialysate rate 500 ml/min. 1336 blood pressure 141/75 pulse 92 blood flow rate 400 ml/min dialysate rate 500 ml/min ultrafiltration rate 1480 ml/hr. At 1350 vital sign check pt found unresponsive by registered nurse. Unable to obtain blood pressure or carotid pulse, agonal breathing noted, cardiopulmonary arrest with manual compressions started, 911 emergency services called, 1351 in treatment chair with backboard, supplemental oxygen 15 liters via ambu bag mask ventilation. Automated external defibrillator applied at 1352, no shock advised at 1352, normal saline 800 ml bolus administered, emergency medical services arrived at approximately 1400 and resumed care of patient. Left facility with patient at approximately 1405 with cardiopulmonary arrest in progress vital signs at transfer blood pressure 85/43 pulse 127. Pt remained in hospital (B)(6) 2024 with ongoing care and hemodialysis, transfer to skilled rehab facility (B)(6) 2024.

Event description:
Pt arrived for regularly scheduled hemodialysis treatment. Pre-treatment vital signs: pre-weight of 66.9 kg compared to an estimated dry weight of 58.0 kg sitting blood pressure 147/84 pulse 94 respirations 18 temperature 98.7 hemodialysis treatment initiated at 1233, at 1235 blood pressure 141/76 pulse 92 blood flow rate 350 ml/min, dialysate flow rate 800 ml/min ultrafiltration rate 1290 ml/hr. Approximately 1240-1250 small amount of air visible in venous chamber. Staff traced extracorporeal circuit and noticed blood pump segment of tubing had small cut in lines. Blood not returned and new extracorporeal circuit set up. Patient was moved to a new chair and new machine with new extracorporeal circuit. Resumed treatment at approximately 1305 with blood flow rate at 400 ml/min, dialysate rate 500 ml/min. 1336 blood pressure 141/75 pulse 92 blood flow rate 400 ml/min dialysate rate 500 ml/min ultrafiltration rate 1480 ml/hr. At 1350 vital sign check pt found unresponsive by registered nurse. Unable to obtain blood pressure or carotid pulse, agonal breathing noted, cardiopulmonary arrest with manual compressions started, 911 emergency services called, 1351 in treatment chair with backboard, supplemental oxygen 15 liters via ambu bag mask ventilation. Automated external defibrillator applied at 1352, no shock advised at 1352, normal saline 800 ml bolus administered, emergency medical services arrived at approximately 1400 and resumed care of patient. Left facility with patient at approximately 1405 with cardiopulmonary arrest in progress vital signs at transfer blood pressure 85/43 pulse 127. Pt remained in hospital (B)(6) 2024 with ongoing care and hemodialysis, transfer to skilled rehab facility (B)(6) 2024.